Manufacturer narrative:
The technician replaced the worn CPR valve to repair the bed.

Event description:
Info received indicates when activating the trend/CPR lever, the head section will not go down.